Event description:
Report 2 of 3 on (B)(6) 2026, the patient underwent a diagnostic ercp (endoscopic retrograde cholangiopancreatography) and subsequently experienced pancreatitis, abdominal pain, back pain, and left spinal erector pili muscle abscess. A blood culture obtained on (B)(6) 2026 was positive for enterobacter aerogenes esbl. A culture of the left erector spinae abscess on (B)(6) 2026 was also positive for enterobacter aerogenes esbl. The patient completed treatment with antimicrobial therapy (mepm), was switched to oral antimicrobials (mino) and is continuing treatment. The customer reported 14 environmental cultures were obtained including the ward where the patient was hospitalized, the tv room, and endoscope cleaning sink, however the same bacteria was not detected. No cultures of the duodenovideoscope or endoscope reprocessor were performed.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.